Event description:
One part of the deltapaq cerecyte microcoil 5 mm x 15 cm (cdf10051530/c13138) got stuck in the microcatheter (excelsior sl 10) and was torn off. The coil was not completely positioned in the aneurysm. However, the position of the coil was acceptable and the procedure was completed with no delay. One part of the coil is still implanted in the carotis. The other parts will be returned for investigation. Apart from the fact that part of the coil could not be placed into the aneurysm and one part is still in the carotis, no other patient harm was reported. However, the described event might lead to a prolonged medication of platelet aggregation inhibitors. No test was made before using the coil to confirm if it was functioning properly. The coil was placed in an aneurysm of the carotis interna. The product was stored according to labeling instructions. A continuous flush solution was maintained through the microcatheter. There were no damages on the coil prior to use. There were no damages on the remaining parts after use. The same microcatheter was used with other coils. There was no resistance/friction during deployment of the coil system through the microcatheter.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Concomitant medical products and therapy dates: excelsior sl 10 microcatheter (details unknown). The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a coiling procedure of an internal carotid artery of unknown characteristics, one portion of the deltapaq cerecyte microcoil 5 mm x 15 cm (cdf10051530/c13138) became stuck in the microcatheter (excelsior sl 10) and separated. The coil was not completely positioned in the aneurysm at the time and protruded into the parent vessel. However, the position of the coil was deemed acceptable and the procedure was completed with no delay. One part of the coil remains implanted in the carotid. The remainder was made available for investigation. No other patient harm was reported; however, it was noted that the event could potentially lead to a prolonged medication of platelet aggregation inhibitors. The recommended pre-deployment electrical test was not performed prior to using the coil to confirm if it was functioning properly. The product was stored according to labeling instructions. A continuous flush solution was maintained through the microcatheter during the procedure. There was no visible damage to the coil noted prior to use, nor was there any damage noted by the user on the section of the coil that was retrieved. The same microcatheter was used with other coils during the procedure, and there was no resistance/friction reported during deployment of the coil system through the microcatheter. Because most of the separated coil was implanted, only the proximal soldered section of the coil still attached to the device positioning unit (dpu) via the detachment fiber was available for laboratory analysis. The distal section of the dpu exhibits multiple sections of bending. The coil unraveled out of the soldered section before being severed. No material defects to the soldered section were observed. The dpu passed electrical testing with resistance at 54.5 ohms and the enpower system¿s ¿go¿ (green) light illuminated, which shows the coil should have properly detached upon initiation of the detachment sequence. There are two possible contributing factors to the coil becoming stuck and severing as it was being positioned. These contributing factors may have worked separately or in tandem, producing similar results. The most likely primary contributing factor to the coil becoming stuck and severed may have occurred during the positioning of the coil inside the aneurysm. The coil may have become anchored on the coils already implanted in the aneurysm, on itself, or on the distal tip of the microcatheter. The anchored coil may have then severed during the retraction movement during the repositioning of the coil inside the aneurysm. If this occurred, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter.¿ the possible secondary contributing factor may have been due to distal interference inside the microcatheter. This distal interference may have caused the coil to become temporarily anchored. When the anchored coil was retracted it unraveled out of the soldered section and then severed. The source of this possible interference, whether of a fixed or detached nature, cannot be determined. Without the return of the sl-10 microcatheter used in the procedure, it cannot definitively be determined whether this component contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. No conclusion can be definitively drawn with regard to whether one or both of the possible contributing factors identified in the analysis contributed to the complaint event, and the labeling appears to adequately address these factors. Therefore, based on the foregoing analysis, no corrective action is warranted at this time.